Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to diabetic ketoacidosis and elevated blood glucose levels (579 mg/dl). Troubleshooting was performed and pump passed delivery system check. Customer changes cartridge and infusion set every 4 days. Customer was treated with fluids and insulin while in the hospital.

Manufacturer narrative:
No product returning for eval. Should new relevant information become available, a supplemental form will be submitted.